Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic cyst during an endoscopic ultrasound (eus) with stent implementation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first flange was deployed; however, it failed to expand. The stent was completely deployed and the procedure was completed. The stent was inspected the next day and it was noted that the first flange still did not expand. Reportedly, the stent was removed using a forceps and another hot axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.